Event description:
The customer reported that the unit was not powering up on ac or battery power.

Manufacturer narrative:
H.3. And h.6. The factory has not yet received the device for evaluation and this complaint is still under investigation.